Manufacturer narrative:
The lot number reported by the hospital does not match our records. Therefore, currently, we do not have the date the device was manufactured or its expiration date. The device in question will not be returned to boston scientific for further investigation as it was implanted into the patient. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.

Event description:
The physician was performing a stent assisted coiling of a wide-necked incidental internal carotid artery tip aneurysm (ica). Initial treatment involved placing an intravascular stent running from the right middle carotid artery (mca) to the right ica to assist coiling of a mildly tortuous anatomy. The physician reported at the patient's follow-up in 2006, it was noted that there was narrowing in the mca where the stent had been placed. The condition of the patient was fine with no neurological symptoms, the aneurysm required further coils to address some coil compaction that had occurred. The mca narrowing will be checked again at the next patient follow-up in order to assess the outcome of the retreatment.